Event description:
Syringe pump programmed to run theophylline IV over 30mins. Rn pushed start and noticed machine infusing med too fast within seconds. Total volume of med around 1.1ml. Rn noticed half the syringe already infused.